Event description:
It was reported that the patient¿s right lead was removed and replaced due to misplacement. It was unclear if misplacement meant the lead was incorrectly placed at implant or it had migrated since being implanted. No patient outcome was also reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# va0k4xk, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0de6b, implanted: 2014 (B)(6); explanted: 2015 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead was originally placed incorrectly at implant. The manufacturing representative had not met with the patient since the lead replacement.